Event description:
Baxter received report from facility that stated, "this spontaneous case refers to a cryocyte freezing bag (code r4r9955, lot h05c14042) which was torn during the defrosting. As a consequence, the proudct was lost and the donor will be remobilized. The sample is available. Note: in 2005, the donor's serology was positive to cmv." Received from distributor the following month: "sample not available due to being used and pt + for cmv. Storage is in liquid nitrogen and was for 1 month. Problem noted during thaw. Pt did not receive the product. Pt did not have enough stem cells for engraftment. Pt/donor was recollected or remobilized. Unk total cell dose infused. Bag was filled with 100ml product. Cryopreservation and storage was performed without metal cassette."